Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned devices for the reported lot number were tested with clinical negative urine. All devices produced expected negative results at the read time. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities and quality control data met specifications. A root cause could not be determined as retention and returned devices performed as expected. The reported complaint was not replicated during in-house testing.

Event description:
Unspecified date: false positive result obtained on the henry schein hcg dipstick. No confirmatory testing performed. Although further information was requested, no further information was able to be provided. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi). Informed customer per the pi: -timer is required but not provided in the kit.